Event description:
Related manufacturer's reference number: 2017865-2021-32146. It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was successful. Upon interrogation, it was discovered that the right ventricular (rv) lead exhibited inadequate capture. The rv lead was capped on (B)(6) 2021. Patient was in stable condition.